Manufacturer narrative:
It was reported that when testing the fogarty catheter before use in a patient, the balloon did not inflate. There was no allegation of patient injury. The device was available for evaluation. One 12tlw804f fogarty catheter was returned for examination. The reported event of "the balloon did not inflate" was confirmed. As received, the balloon was found to be ruptured between the windings. Both balloon windings were intact. The edges of the latex did not appear to match up at the ruptured region. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter." No visible damage was observed from the catheter body. Through lumen was patent without any leakage or occlusion. Lot number was not provided, therefore review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The thru-lumen embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that when testing the fogarty catheter before use in a patient, the balloon did not inflate. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.